Event description:
It was reported the pt requested that his scs ipg be removed due to ineffective stimulation. F/u identified the scs ipg was removed. No add'l info is available at this time.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Conclusion: a visual inspection of the device found severe cautery markings along the ipg casing. The device passed mechanical testing. The ipg was functionally tested on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. Communications were normal but the stimulation output failed as a result of the exposure to cautery during the explant procedure. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.